Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described a touch contamination. The peritonitis was manifested as abdominal pain, fever and cloudy effluent. On the same day as the onset, the patient was treated with two unknown antibiotics (daily and dose unknown) ip for 2 weeks. On an unreported date, the patient experienced low blood pressure and dehydration. Fourteen days after the onset of peritonitis, the patient went to the emergency room due to dehydration and low blood pressure. The cause of dehydration and low blood pressure was due to peritonitis. The patient was not admitted to the hospital. On the same day, the treatment with antibiotics was stopped. On an unreported date (a week later), the patient was retrained on aseptic technique. The patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.